Event description:
It was reported that this this versapulse powersuite console did not pass the self-test for a procedure. Therefore, the procedure was not completed. This is being reported for a cancelled procedure with patient sedation status unknown.

Manufacturer narrative:
Correction to field h8: usage of device as of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the shutter, which resolved the issue. Based on the analysis results, the reported console did not pass self-test was confirmed as replacing the shutter resolved the issue. The damaged shutter is most likely the reason that caused the reported event. Based on evaluation, the component damaged could have affected the device performance leading to the procedure being aborted.

Event description:
It was reported that this this versapulse powersuite console did not pass the self-test for a procedure. Therefore, the procedure was not completed. This is being reported for a cancelled procedure with patient sedation status unknown.